Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had one for 5 years and removed it a couple of years ago. It caused severe pain and they couldn't hardly walk. They thought their life was almost over but they were doing so much better now. They weren't perfect but they could walk. The nerve pain was the worst ever. Nothing helped it, once the damage was done, it was done. There was no fixing it. They had to wear a depends all day every day and they didn't have to do that before the implant. It was awful.